Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm. Blood glucose is 348 mg/dl. Customer was instructed to disconnect at the quick release and performed a 5.0 unit fixed prime; customer stated the insulin did exit. Customer was advised there may be a possible site related issue due to a infusion set or reservoir occlusion. Customer was advised to change the complete set. Customer was at work at the time and was unable to change her set. Nothing further reported.